Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the customer had received lost sensor alarms on their insulin pump. The insulin pump also gave a bad sensor alarm after two consecutive calibration alerts. The cannula seemed to be bent and there was blood at the site of insertion. The customer also had issues with the adhesive tape keeping the devices in place. No further information was provided.